Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the replacement device does not sound an alarm when the side alarm button is pressed. The event occurred upon removal from package. There was no patient involvement.

Manufacturer narrative:
The complaint is that the alarm will not alarm is verified. Visual inspection was performed, filled reservoir with water, plugged in line cord, and turned on power. No alarm was found due to the membrane switch being torn and pcb being damaged. No action was taken due to the device not being needed in the loaner pool and will be scrapped.